Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MFR: 2134265-2015-05906. It was reported pericardial effusion occurred. A 27mm watchman laa closure device was successfully implanted during a left atrial appendage (laa) closure procedure. Later that day, a pericardial effusion was found requiring a pericardiocentesis. No further patient complications were reported and the patients status is fine.